Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient with 1 ml of skinvive¿ by juvéderm®. Two months later, patient was injected in the lower cheek with another 1 ml of skinvive¿ by juvéderm®. Approximately 6 weeks later, patient received botulotoxin a (botox®) in the glabella. One month later, patient returned to the injector with ¿swelling and minor nodules¿ at the injection site. The patient had experienced non-device related ¿cold/flu¿ and the events began after the illness. The patient was recommended nsaid and antihistamine for treatment. Three days later, hyalase treatment was recommended, but the patient declined. Four days later, a hyalase test was performed on the forearm with no reactions. The process caused the patient to have an ¿anxiety attack/fear of death¿ and was taken by ambulance where they were treated as an outpatient and went home. Event was ongoing. This relates to the second injection of skinvive¿ by juvéderm®.